Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient presented in clinic. The physician believed that the implantable cardioverter defibrillator was not working optimally. The device was explanted and replaced. The patient was in a stable condition.

Manufacturer narrative:
The device was tested on bench and the device function was normal. Review of the stored egms showed noise on the v sense amp channel. The cause of noise could not be determined. An arc was noted on the device which was probably due to the lead arcing during the high voltage therapy delivery.